Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra meter (serial number not provided) was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient did not have the meter, strips, or control solution with him at the time of the call. He reported that the alleged issue first occurred on the day before at around 2:00 am. He stated that the subject meter was reading 115 points higher than his backup meter (ot basic). He further stated that he took humalin insulin based on the subject meter's reading (he did not provide any specific results from either meters). The patient was not aware of the difference between plasma and whole blood. He was following his whole blood sliding scale and the ultra meter's readings to administer insulin. The patient reported that he was taking too much insulin and his blood glucose dropped too low that he woke up at 2:00 pm on the same day feeling very low and shaky. He gave himself orange juice. At the time of troubleshooting, since the patient did not have the products with him, he was unable/unwilling to answer if the meter was set correctly to mg/dl, what the actual results were, what the condition of the test strips was, and if the meter was coded correctly. This complaint is being reported because the patient alleged that he took additional insulin based on the subject meter's readings and experienced symptoms that can be indicative of severe hypoglycemia. The patient treated self with juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.